Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# a(B)(6) implanted: (B)(6) 2016 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: (B)(6) 2018, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient was in a "whole lot of pain". The patient had an appointment with their doctor and they took 3 x-rays of their back and they found 2 places where was something was twisted "like in a knot". Patient services asked the patient if it was the catheter but the patient didn't know but that "the liquid can't get through". The patient stated they used to see a health care provider (hcp) but that doctor moved to a different practice so now they saw a different hcp. The patient also mentioned that "he put like a lil white I don't know if you call it a bolus or what but put it in my stomach pump and didn't give any instructions on how long it's going to last or what it was or what it was going to do". Patient services asked what that was but the patient didn't know because they didn't see it. The patient stated that they had been putting bengay on their back every night with their husband and son because that was the only thing that helped with the pain. Patient services redirected patient to their hcp to further address the issue.